Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned. After physical review, it was identified that the device is broken across the middle section, both fragments were returned. Therefore, cracked condition cannot be confirmed. Additionally, it has several scratches along the device and there is a brown foreign matter at the edges of the broken fragments. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after checking trays in for cases the following pieces were pulled because of cracks. The 5 right ps femur trial has a crack on the backside by the box trial, it also has scratches along the trochlear groove. The white pinnacle handle has cracks along the plastic handle. No further information is available at this time.